Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on (B)(6) 2022. The issue occurred with two same types of infusion set. The issue occurred with first infusion set prior to insertion during insertion preparation and second was used for 15 minutes. The blood glucose level of the patient 234 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.